Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced frozen screen, audio/vibrate anomaly/ absence of alarm. The customer's blood glucose value was 165 mg/dl. The customer reported a high pitch noise. The customer reported no alarms occurred during, or after the buttons stopped responding. The customer stated that they put in a new battery and the tone restarted. The product was returned for analysis.

Manufacturer narrative:
The insulin pump monitored for several days and no frozen screen during test and time clock advances properly. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected audio/vibrate anomalies noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.